Event description:
The customer reported that the pump battery would not charge, despite no power source alert being received, and attempts to charge through various methods proved unsuccessful. Blood glucose level was reported to be within the normal range, not exceeding 500 mg/dl. Technical support decided to replace the pump, and the customer was advised to use multiple daily injections as a backup therapy. The customer was also instructed on how to prepare the pump for return and to use a provided pre-paid label for the return process.